Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support (mcs) and the following day experienced positioning issues and hemolysis which eventually lead to the device being explanted. An impella cp was placed via the right femoral artery and plan of care noted probable escalation to an impella 5.5 at some point soon due to the need for long-term support. After the start of mcs, the following day, early morning/overnight, impella in the aorta alarm triggered. Heart failure and cardiothoracic surgery attempted to recross the aortic valve after noticing the pigtail in the aorta via echocardiogram. The decision was made to bring the patient back to the catheterization lab and attempt to reposition. Once in the catheterization lab, a stiff 0.035 guidewire was used through the reposition port to attempt to enter the left ventricle and prolapse the aortic valve. However, this was unsuccessful. The decision was made to remove the impella cp, maintain wire access, place a new peel away sheath and place the same impella cp back into the ventricle. The peel away was then removed and the repositioning sheath was re-inserted. Touhy borst was secured, and the patient returned to the unit continuing on impella mcs. Later in the day, late morning/early afternoon, the patient's labs were hemolyzing (actions taken were unnoted). The next day, however, the decision was made to place the patient on an impella 5.5 in exchange for the impella cp given the plans for long-term care, bridge to left ventricular assist device or transplant. The patient remained on impella 5.5 support for approximately 11 days before being removed without any problems. The patient was noted to look and feel well and in great spirits. The plan of care was unclear for the patient at such time as the patient declined any durable left ventricular assist device or transplant. Ejection fraction was 25% on last echocardiogram.